Manufacturer narrative:
(B)(4). Device a was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. Device b was returned with the blade cracked and scratched. The devices were functionally tested with a generator. During functional testing on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 later in the procedure, and continued usage can result in a broken blade. Device b additional information: batch # (B)(4), expiration date: 08-06-2017, manufacturing date: 09-06-2012.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a thyroidectomy, one device, an error occurred continuously though the device was activated properly at the beginning of the procedure. The incident was not restored though another handpiece was used. Another devicewas used and the device became not to be activated. No error code was displayed. The blade was broken off. The broken blade was removed from the patient. The incident was not restored though another handpiece was used. Another device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning.